Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the liner would not seat. Surgeon did all steps correctly but the liner would not seat properly. A new liner was opened and used and seated immediately. Unknown if any surgical delay. Doe: (B)(6) 2022. Affected side: left.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: device associated with this report was received for examination. Visual examination of the liner cannot confirmed the complaint. Implant presents deep gouges, and scratches between the ard tabs and also a crack on the convex surface, most likely caused by an instrument. Functional test was not performed due to mating device not being available. Dimensional inspection was performed for the outer diameter (48.908 +/- 0.100 mm) according to document dwg-122136054 rev b. Measurement of the actual device was 48.900 mm. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device lot number,jw1140 and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.